Manufacturer narrative:
Qn# (B)(4).

Event description:
Physician reports "guidewire cut through the line on removal" and "it did not feel any smooth coming out". Insertion site was the left clavicular vein. It was reported the device was replaced and another attempt was successful. Therapy was delayed without causing harm to the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire and 3-lumen cvc catheter for evaluation. The components showed evidence of use in the form of dried blood. Visual examination revealed the guide wire had one bend towards the proximal end of the body. The distal j-bend was intact. The catheter showed evidence of use and contained a tear adjacent to the juncture hub. Microscopic examination of the guide wire confirmed the bend/kink in the guide wire body. Both welds were present and appeared full and spherical. Microscopic examination of the catheter confirmed the tear in the catheter body. The catheter had no other observable defects or anomalies. The customer returned an additional guidewire assembly that doesn't correspond to this investigation. It is assumed that the additional guidewire assembly is from the second kit that was opened. The guidewire has no observable defects or anomalies. The bend in the guide wire body was measured at 12-24 mm from the proximal tip. The total length of the guide wire measured 448 mm which is within the specification of 444-456 mm per guide wire product drawing. The outside diameter of the guide wire measured 0.45 mm which is within the outer diameter specification of 0.43-0.46 mm per guide wire product drawing. The catheter body length measured 96 mm which is within the specification of 89-101 mm per catheter product drawing. The returned guide wire was tested per the instructions for use (IFU) provided with the kit, which states, "thread tip of multiple-lumen catheter over guidewire. Sufficient guide wire length must remain exposed at hub end of catheter to maintain a firm grip on guide wire." When inserted through the distal luer hub, the guide wire met major resistance towards the juncture hub and tear on the catheter body. Major force was applied to the catheter body, causing biological material to exit out of the tear and catheter tip. Upon removal of the biological material, the guide wire was able to thread through catheter with little to no resistance. A manual tug test confirmed that both welds were intact. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire kinked/bent was confirmed through examination of the returned sample. Visual examination revealed a bend in the guide wire towards the proximal end. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Based on the returned sample and these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Physician reports "guidewire cut through the line on removal" and "it did not feel any smooth coming out". Insertion site was the left clavicular vein. It was reported the device was replaced and another attempt was successful. Therapy was delayed without causing harm to the patient. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer provided one photo for evaluation. The complaint of a catheter body cut/torn was not able to be confirmed by the photo. No cuts or tears were able to be observed in the catheter body from the customer photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of catheter cut/torn was not able to be confirmed by visual inspection of the customer supplied photo. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Physician reports "guidewire cut through the line on removal" and "it did not feel any smooth coming out". Insertion site was the left clavicular vein. It was reported the device was replaced and another attempt was successful. Therapy was delayed without causing harm to the patient. The patient's condition is reported as fine.